Event description:
It was reported that a patient underwent a laparoscopic supracervical hysterectomy on (B)(6) 2013. During the procedure, the device would not sufficiently drive the disposable in momentary mode. The device was switched to toggle mode and the procedure was completed with no adverse patient consequences. It was reported that the toggle switch was in the incorrect position.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.